Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not display an ECG signal in leads I and ii and intermittently had no display. There was no pt involvement during the reported malfunction.